Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 40mm balloon. There were no kinks or bends noted on the catheter. The balloon appeared to have been previously inflated. No ruptures were noted to the balloon. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire and it passed without issue. Upon inflation, water was seen exiting out the distal tip of the balloon. The balloon was unable to be inflated to nominal pressure due to the leak. The inner guidewire lumen was examined underneath the balloon and a crack in the guidewire lumen was noted 5.1cm from the distal tip. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is inconclusive for material rupture, as the balloon could not be inflated to rated burst pressure due to a crack in the guidewire lumen that resulted in a leak from the distal tip of the balloon. The root cause for the crack in the guidewire lumen is unknown. It is unknown whether the crack was a result of an incorrectly formed weld bond between the inner shaft and dual lumen during the manufacturing of the device. Operator awareness training was conducted at the manufacturing site as a pro-active measure to draw attention to weld bond quality. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. During preliminary evaluation of the returned device, a crack was identified in the catheter, underneath the balloon; therefore, this event has been determined to be a malfunction MDR. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon ruptured below rbp during the first inflation. The health care provider reported that the device was retracted in its entirety, without difficulty, through the sheath. The hcp further reported that another pta balloon was used to complete the procedure. There was no reported consequence or impact to the patient.